Event description:
It was reported that the charger for the ilet system was not functioning as expected, evidenced by a blinking green indicator light despite the cord being securely connected and attempts with multiple wall outlets; a replacement charger was arranged and the user was advised that any compatible wireless charging pad up to 10w could be used. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included agent-led troubleshooting focused on connection integrity and power source verification. Investigation of this case revealed a suspected charger malfunction consistent with a charging accessory performance issue. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the external charger.

Manufacturer narrative:
Initial.